Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, trend analysis and investigation conclusion. The root cause of the reported issue was not identified. The device was returned and a root cause was unable to be determined. The device has been sent to the OEM (original equipment manufacturer) for further investigation. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device caught fire and a 3 inch flame occurred, the blue fiber burned up. The user blew the flame out .the issue occurred at the beginning of an unspecified procedure. The intended procedure was completed with a basket device. There was a delay in the procedure however the duration of the delay was not provided. There was no patient harm or injury reported due to the event. No user harm or injury reported.